Manufacturer narrative:
Evaluation of the photographs provided confirmed the sterile packaging pouch is damaged. Therefore, the reported event is confirmed. No product was returned, or photo provided of the sterile blister prior to opening, therefore, sterility of the device cannot be determined. DHR was reviewed and no discrepancies were found. The likely condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event is likely due to damage during transit. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for the investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the stem device was found to be poking through the package when it was opened. A new device was opened and used to complete the surgery. There was no direct patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.